Event description:
User facility reported that the device was used with a pt for coelioscopy when it was observed that the tracheal tube became kinked, causing an asystole. The pt was treated for cardiopulmonary arrest with epinephrine/adrenalin and pt was resuscitated. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.